Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. The device was visually inspected and functionally tested. A power-on self test and event history log review was also performed. The reported condition of an f-66 alarm was not verified in the alarm log. The initial evaluation could not verify the reported condition. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a flogard infusion pump experienced an f-66 alarm. There was no patient involvement. Additional information was requested and is not available.